Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer 7 failed to stay closed. A field service engineer found items had fallen behind the drawer and removed them, resolving the issue; additionally, all slide bumpers were checked and those in drawer's auxiliary 6, auxiliary 7, and main 6 were replaced. The system functioned as intended after the field service engineer repaired the device.